Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power cord be returned for evaluation. The defective power cord has not been received at medela as of 01/10/2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Damaged transformer housing - breach present for the freestyle transformer is currently being investigated under (B)(4).

Event description:
The customer reported the transformers housing cracked exposing inner electrical circuitry which is a safety risk.